Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to fill a cartridge due to encountering resistance. A needle tip change was performed and the customer was able to successfully fill the cartridge. Blood glucose level was 115 mg/dl.